Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited no image displayed due to damage to the imaging unit. There were no reports of patient involvement.

Manufacturer narrative:
Correction d5 correction h4. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it was possible that the event of no image occurred due to an abnormality in the image sensor unit. As for the cause of the abnormality, it was confirmed that the insertion section bending section cover was scratched, the glue part was chipped, and the insufficient angulation due to the elongation of the angulation wire, etc. It was also possible that the abnormality occurred due to irregular loading on the bending section, but this could not be determined. The root cause could not be specified. The event can be prevented by following the instructions for use which state: the inspection method for the suggested event is described as follows in the operation manual for ltf-s190-10 chapter 3 preparation and inspection 3.8 inspection of the endoscopic system inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.